Event description:
It was reported by the customer that a pyxis medstation es system drawer 3 was not being detected on the communication bus. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-nov-2022 to 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the overheated solenoid due to a control board failure. A field service engineer replaced the controllers, solenoid and plunger assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the solenoid overheats due to a control board failure.a field service engineer replaced the controllers, solenoid and plunger assembly. Also reinstalled row boards, placed back into unit and configured to resolve.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3 was not being detected on the communication bus. During device inspection, a field service engineer found evidence of thermal damage on solenoid. There were no adverse events or injuries reported based on this incident.